Event description:
The user facility reported that during a dental extraction, the device overheated resulting in a lesion of the lower right commissure concerning the inner and upper part of the lip. The staff applied vaseline and vealio to the lesion. The medical staff reported that the motor was changed. There was not a report of a significant clinical delay.

Event description:
The user facility reported that during a dental extraction, the device overheated resulting in a lesion of the lower right commissure concerning the inner and upper part of the lip. The staff applied vaseline and vealio to the lesion. The medical staff reported that the motor was changed. There was not a report of a significant clinical delay.